Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Swelling of right and left knee [joint swelling]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with inflammation. The pt's medical history was significant for gonarthrosis and previous medical device implantation with synvisc. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided, in both knees. The lot number of synvisc was not provided. On (B)(6) 2012, the pt developed swelling in both knees and on same day she was hospitalized. The action taken with the synvisc treatment was not provided. The outcome for the event of swelling developed in right and left knees was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc and the event. This is 1 of 2 reports from this rptr. The total list of cases created from this rptr are (B)(4).